Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Full event site name: (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Evaluation not requested by complainant.